Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal, pelvic floor therapy. It was reported that the patient saw the por warning message on their programmer, por error code (power on reset); patient services reviewed the por meaning: the therapy has turned off and reset to shipping parameters. The patient had a spinal fusion today and is still in the hospital due to the spinal fusion and had emi exposure. Pt confirmed spinal fusion is unrelated to the device and said they had a herniated disc prior to ins surgery. No symptoms were reported and the patient was advised to contact their physician. No further complications were reported or are anticipated.